Event description:
During a laparoscopic rectopery procedure, the device leaked. The surgeon applied another device without pt injury.

Manufacturer narrative:
06/03/97-supplemental report submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.